Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced sensor reading discrepancies. It was stated that the sensor was reading 67 and the insulin pump went into threshold suspend, but blood glucose value was 105 mg/dl. The customer also reported receiving multiple low glucose alerts; sensor readings were from 60 to 85 and blood glucose was in the 100 mg/dl range. The customer was advised about the proper insertion and calibration techniques. The sensor will be returned for analysis.